Manufacturer narrative:
A 13-month complaint history for (B)(4) from 26 may 2017 to aware date 26 june 2018 for similar complaints was performed. There were no other similar complaints identified during the searched period. A 13-month complaint history for ipth test cup lot# i315208 from 26 may 2017 to aware date 26 june 2018 for similar complaints was performed. There were no other similar complaints identified during the searched period. A 13-month complaint history for calibrator lot# 200520220217000 from 26 may 2017 to aware date 26 june 2018 for similar complaints was performed. There were no other similar complaints identified during the searched period. Labeling: the intact parathyroid hormone st aia-pack intact pth analyte application manual states the following: calibration: recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). For further information regarding instrument operation, consult the aia system operator's manual. Evaluation of results: quality control- in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause for the reported event was a lot to lot variation.

Event description:
A customer reported the ipth quality control (qc) recovery on bio-rad lot 25270 are in range, but were below the mean on the aia-2000 instrument. The customer calibrated a new ipth test cup lot i315208 with cal lot 200520220217000 and the qc recovery did not change. Recalibration with a new test cup lot of ipth did not change the qc recovery. The technical support specialist (tss) sent a new lot of mac qc in order for the customer to run a different lot. Customer is unable to run ipth, which caused a delay in reporting of patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. Technical support (ts) followed up with the customer and confirmed that qc were in range. The issue was potentially a lot to lot variation. Tss suggested that the customer calibrate with a new lot of calibrator to get the controls closer to the mean; however, were in range so a recalibration was not necessary. Both mac and biorad 25270 qc are in range.